Event description:
It was reported that during central processing, one of the silver wires on small grasping retractor instrument was noted to be severed at the distal tip. There were no reports of patient involvement or patient injury. The following additional information was obtained from follow up with the initial reporter: the issue was noticed during reprocessing without any patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.